Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had failed battery test alarm and after replacing battery the insulin pump would not turn back on. The failed battery test alarm did not receive. The blood glucose was 187 mg/dl at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump passed the displacement test. The insulin pump was received with normal operating current within specifications and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. No damage on the lcd isolation tape noted.